Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient underwent an essure confirmation test. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included uterine cyst and cervix disorder. Concomitant products included amoxicillin, bisoprolol;hydrochlorothiazide, docusate sodium (colace), ergocalciferol (vitamin d2) since (B)(6) 2012 to 2014, ibuprofen, loratadine, meloxicam and salbutamol (albuterol hfa) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/very heavy bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and genital haemorrhage was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Lot number added. Concomitant drugs added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient underwent an essure confirmation test. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included uterine cyst and cervix disorder. Concomitant products included amoxicillin, bisoprolol;hydrochlorothiazide, docusate sodium (colace), ibuprofen, loratadine and meloxicam. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/very heavy bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on 12-oct-2015. At the time of the report, the abdominal pain and genital haemorrhage was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received- new event bleeding were added. Lab data, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient underwent an essure confirmation test. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included uterine cyst and cervix disorder. Concomitant products included amoxicillin, bisoprolol; hydrochlorothiazide, docusate sodium (colace), ergocalciferol (vitamin d2) since (B)(6) 2012 to 2014, ibuprofen, loratadine, meloxicam and salbutamol (albuterol hfa) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/very heavy bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and genital haemorrhage was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient underwent an essure confirmation test. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included uterine cyst and cervix disorder. Concomitant products included amoxicillin, bisoprolol;hydrochlorothiazide, docusate sodium (colace) and loratadine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/very heavy bleeding"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: the patient underwent an essure confirmation test. Date of healthcare provider communication: 2012 result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and mr received. Reporter information were added and updated. Medical history and concomitant drug were added. Date of removal were added. Case become incident. Event injury to herself replaced with abnormal bleeding (vaginal), menorrhagia/very heavy bleeding and abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.